Event description:
Per the clinic, the patient experienced a decline in performance and auditory clarity with the implanted device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2026 and the patient was reimplanted with a new device during the same surgery.